Event description:
It was reported that outside of surgery, the air dermatome was identified for annual calibration and maintenance. There was no harm or delay reported as there was no patient involvement. During the investigation it was found that there was an inconsistent speed. No additional information is indicated. Diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor speed was slow, the unit was out of calibration, and there were worn components. The motor, bearings, seal, o-ring, and reciprocation arm were replaced, the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.